Event description:
In 2007, patient had initial implant of bifurcated, 28x75 proximal extension and four 16x55 limb extensions. Patient had an endoleak (type unknown, thought possibly to be distal type I) and returned in 2008, for a secondary procedure and had an implant of a 16x88 limb extension. The endoleak persisted and in 2009, patient was brought back for an implant of a 28x75 and 34x100 proximal extensions to resolve (possibly proximal type I). At the close of the intervention on the same day, it was noted that the endoleak persisted but the origin could not be identified. The patient returned (date unk) and the device was converted to aui using a cook renu device. The endoleak persisted and the patient was converted to open repair four months later. Explant analysis revealed no stent fractures, but did find a tear in the graft to graft suture line.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Explant analysis revealed a tear in the graft to graft suture line of the bifurcated device and also alteration of other stent grafts (i.e. Missing sections of the graft presumably removed by the implanting physician). Investigation is ongoing.